Event description:
It was learned that a (B)(6) male patient with congenital heart disease underwent an implant of a transcatheter valve (tavr) inside a previously implanted edwards surgical valve (subject valve) in the tricuspid position after an implant duration of two (2) years, due to tricuspid regurgitation. Echo performed after completion of tavr revealed a wide open severe regurgitant jet inside the triscupid valve as well as a mobile structure in the vicinity of the leaflets. It was confirmed, through echo, that one of the leaflets of the transcatheter valve was not functioning. Another transcatheter valve was implanted, on echo, the valve had no residual tr and a residual gradient of 2 mmhg. The patient left the operating room in stable condition and was transferred to pediatric ICU.

Manufacturer narrative:
Additional manufacturer narrative: the report indicates no information to suggest a direct relationship between the subject valve and the patient's death. Hemorrhagic strokes are typically related to uncontrolled hypertension, anticoagulation regimens, trauma or intra-cranial vascular anomalies, and not the device. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. In this case, the patient's age and medical history may have caused or contributed to this event. Note that the subject device is intended for use in the aortic position, but was used off-label in the tricuspid position. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
New information was received indicating this (B)(6) male patient expired fourteen (14) days after the tavr procedure. It was reported that a CT scan post procedure revealed multiple focal lesions in the brain. Following the procedure, the patient remained in profound encephalopathy and never woke up. They were not able to extubate him, expired due to cerebral hemorrhage. No further information provided.